Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a periodic inspection of the subject device, endoscopic image disappeared and the visual field was suddenly lost. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The reported event was likely to be caused by poor connection or electrical circuit failure. If additional information becomes available, this report will be supplemented.